Event description:
During a transfer from a bed to a chair, a lift started to tip. As the lift tipped, the 3 cnas eased the pt down into the chair. Resident was not injured, but the cna had a skin tear on her leg from the lift leg.

Manufacturer narrative:
The reporting party indicated that the stories of the 3 cnas were all different so it is difficult to determine exactly what happened. However, any time a lift tips or becomes unbalanced it is usually because lateral pressure has been applied to the boom or the pt in the sling. This lateral pressure causes the weight to go outside of the leg base and make the lift unstable. Warning labels are on lifts warning against lateral pressure. The lift was evaluated and it was determined that nothing was wrong with the lift.